Manufacturer narrative:
All available information indicates the device remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead tripped the lead safety switch due to an out of range pacing impedance measurement. An increase in thresholds and noise were also noted. The patient will be checked again in one month. There were no adverse patient effects reported. Additional information was received that another lead safety switch occurred. All daily measurements look good. Isometrics and pocket manipulation were performed and no oversensing seen. The patient is not pacer dependent in the ventricle so there were no adverse patient effects or symptoms. The field representative will discuss the issue with the physician.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that this lead exhibited loss of capture when connected to the pacing system analyzer (psa) with a bipolar pacing vector. When the pacing vector was unipolar, the lead exhibited a high threshold. Visual inspection did not reveal any physical damage. The rv lead was surgically abandoned. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this lead tripped the lead safety switch due to an out-of-range pacing impedance measurement. An increase in thresholds and noise were also noted. The clinic planned to follow-up with the patient in one month. There were no adverse patient effects reported. Additional information was received that another lead safety switch occurred. The patient's device was checked at a follow-up appointment and all daily measurements were noted to be in-range. The device recorded several ventricular tachycardia episodes that appeared to be due to noise oversensing. However, oversensing was not reproduced with isometrics and pocket manipulation. The patient was not pacer dependent in the ventricle so there were no adverse patient effects or symptoms. The field representative planned to discuss the issue with the physician. Additional information received indicates that this right ventricular (rv) lead was surgically abandoned due to high thresholds. No additional adverse patient effects were reported.